Event description:
The customer contact reported a leak below the flush device; subsequently blood loss was noted. After an unspecified length of time in use, a minimal amount of blood loss was noted. The customer contact reported the tubing was cracked at an unspecified location below the transducer. The monitoring kit was replaced. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was not available.